Manufacturer narrative:
Additional information received on 07 july 2016 and includes: x-ray will not be available for further investigations.. Batch review performed on 20 july 2016. Lot 1552567: (B)(4) items manufactured and released on 29 february 2016. No anomalies found related to the problem. To date, 13 similar events have been reported on items of this lot. Not yet received.

Event description:
During the primary spine case, when the surgeon was screwing in the last screw, 3 of the tongs on the screwdriver broke. The agent had a secondary screwdriver on hand which was used to complete the surgery. All pieces were recovered. There was no patient harm and no critical delay in surgery. The surgery was completed successfully. Instrumentation is being shipped back to medacta international.

Manufacturer narrative:
This follow-up report is being submitted to amend the previously information. As confirmed on (B)(6) 2016 by the initial reporter, the piece is not available for investigation since it has not been returned.